Manufacturer narrative:
No timeouts or drive stalls were seen in the download data. A leak was observed in the external portion of the soft cannula. A tear was observed at the location of the leak. It is unknown how or when this damage occurred or if it contributed to the reported event. No other components were observed to be damaged. Inspection of the adhesive pad and adhesive welds found no issues that would cause a failure to adhere. The cause of the reported failure to adhere could not be determined.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 600 mg/dl while wearing the pod between 36 and 48 hours., while wearing it on the hips/buttocks. For treatment, the parent changed out the pod and gave a correction bolus. The ketones were small.